Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device had vibration and heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the angle attachment device, it was determined that the device had vibration and heat. It was noted that the device was getting a little warm and was vibrating. It was further determined that the device failed pretest for temperature assessment, vibration, thimble set screw. It was noted in the service order that the attachment did not hold the tip well. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the date returned to manufacturer was documented as june 11, 2019 on the initial report. This date has been updated to may 8, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.